Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient had poor water resources. The event was manifested by abdominal pain, vomiting, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported the patient was discharged from the hospital one day prior to receipt of this report. The same day the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.